Manufacturer narrative:
Updated data: b5. Third paragraph added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve in a patient with heavy aortic valve leaflet calcification and bulky left ventricular outflow tract calcification, a pre-implant balloon aortic valvuloplasty (bav) was performed. The valve was inserted into the patient and fully deployed. Subsequently, a post-implant balloon dilation was performed. Upon removal, the balloon caught the valve crown outflow causing the valve to dislodge. A second transcatheter bioprosthetic valve was opened and never implanted for an unspecified reason. Subsequently, the valve was explanted and a surgical aortic valve was implanted in the patient. No additional adverse patient effects were reported. Additional information was received that the patient was rapid paced during the post-implant bav, which was performed due to expansion issues and paravalvular leak (pvl). The dislodged valve was moved to the ascending aorta using a snare, and a second valve and delivery catheter system (dcs) were attempted to be implanted; however, the snare was released because it caught on the guidewire in the left ventricle that was being used with the dcs. The dcs was not able to cross the dislodged valve. After multiple unsuccessful attempts, the patient was taken to surgery. No additional adverse patient effects were reported. Additional information was received that the severity of pvl was mild-moderate.

Manufacturer narrative:
Updated data: b5. Second paragraph added h6. Patient and device codes added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve in a patient with heavy aortic valve leaflet calcification and bulky left ventricular outflow tract calcification, a pre-implant balloon aortic valvuloplasty (bav) was performed. The valve was inserted into the patient and fully deployed. Subsequently, a post-implant balloon dilation was performed. Upon removal, the balloon caught the valve crown outflow causing the valve to dislodge. A second transcatheter bioprosthetic valve was opened and never implanted for an unspecified reason. Subsequently, the valve was explanted and a surgical aortic valve was implanted in the patient. No additional adverse patient effects were reported. Additional information was received that the patient was rapid paced during the post-implant bav, which was performed due to expansion issues and paravalvular leak. The dislodged valve was moved to the ascending aorta using a snare, and a second valve and delivery catheter system were attempted to be implanted; however, the snare was released because it caught on the guidewire in the left ventricle that was being used with the dcs. The dcs was not able to cross the dislodged valve. After multiple unsuccessful attempts, the patient was taken to surgery. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012076087); product type: 0195-heart valves; implant date ; explant date product ID l-evolutfx-2329 (lot: 0012079688); product type: 0195-heart valves; implant date ; explant date product ID d-evolutfx-2329 (lot: 0012076087); product type: 0195-heart valves; implant date ; explant date product ID l-evolutfx-2329 (lot: 0012117264); product type: 0195-heart valves; implant date ; explant date product ID evolutfx-26 ((B)(6)); product type: 0195-heart valves; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve ((B)(6)) in a patient with heavy aortic valve leaflet calcification and bulky left ventricular outflow tract calcification, a pre-implant balloon aortic valvuloplasty was performed. The valve was inserted into the patient and fully deployed. Subsequently, a post-implant balloon dilation was performed. Upon removal, the balloon caught the valve crown outflow causing the valve to dislodge. A second transcatheter bioprosthetic valve ((B)(6)) was opened and never implanted for an unspecified reason. Subsequently, the valve was explanted and a surgical aortic valve was implanted in the patient. No additional adverse patient effects were reported.